Manufacturer narrative:
Information was received that it was confirmed that the screen went black when the device was turned on after patient setup, so the issue was not reported as having occurred during clinical use.

Event description:
Philips received a complaint from the customer on the v60 indicating that the screen went black when the device was hooked to a patient. The device was in use on a patient at the time the reported issue was discovered. However, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the screen went blank when the device was hooked up to a patient. The rse provided the customer with the part number of the gas delivery system (gds), and the customer informed the rse that the gds will be ordered to repair the device. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.